Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was pierced by needle and caused hematoma. This was discovered during use. The following information was provided by the initial reporter: material no.: 382634, batch no.: 9337157. It was reported that the needle pierced the catheter shaft causing hematoma and difficulty advancing. Per email: please see the product incident below, photos of the catheter are attached as well. The sample is available to be returned for analysis. Description of complaint: she stated that she did "flick" the catheter up, twisted, and brought it back down. When she went to insert catheter a large hematoma formed and then there was bleeding at the insertion site and she was also unable to advance catheter so she stopped, pulled back and noted the cath tip.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a used 20ga bd insyte autoguard blood control unit. There were traces of thick media present throughout the unit. Through the visual examination, the needle was observed piercing through the tubing wall near the tip which is indicative of a needle spear though. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was pierced by needle and caused hematoma. This was discovered during use. The following information was provided by the initial reporter: material no.: 382634 batch no.: 9337157. It was reported that the needle pierced the catheter shaft causing hematoma and difficulty advancing. Per email: please see the product incident below, photos of the catheter are attached as well. The sample is available to be returned for analysis. Description of complaint: she stated that she did "flick" the catheter up, twisted, and brought it back down. When she went to insert catheter a large hematoma formed and then there was bleeding at the insertion site and she was also unable to advance catheter so she stopped, pulled back and noted the cath tip.